Event description:
The complainant reported that an impella 5.5 pump was implanted to support a patient with acute myocardial infarction and cardiogenic shock. On the console the placement signal was lost. No patient harm was reported.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The product was returned and the failure modes were not reproduced during testing. The data log at the time of the placement signal not reliable alarms confirmed that during the times of the alarms. Although the unreliable placement signal was not reproduced, the root cause was likely due to a malfunction of the optical lamp, causing intermittent interruptions in light output. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.